Manufacturer narrative:
It was reported the bovie tip was bent from the pack; unable to use. They are being sent/packaged without tip protection. They used to be covered. This occurred when opening the pack. The tip could poke through since it is not protected. There were no reports of death, serious injury, medical intervention, or follow up care.

Event description:
Bovie tip came without plastic cover and was bent.